Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6) serial: (B)(6), lot: a000129912.

Event description:
It was reported that patient experienced ineffective therapy. Imaging showed that one lead was fractured. As a result, surgical intervention was intervention was undertaken wherein the entire system was explanted to address the issue.the investigation was unable to determined the lead that was fractured.

Manufacturer narrative:
"The event of fractured lead/ system explant was reported to abbott. The patient underwent surgery, a generator and lead explant was performed. The lead was fractured. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."